Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a portex soft seal cuff tracheal tube burst next to the seal on the lower cuff within an hour of use. The patient had been intubated for surgery in a surgical theatre. The tube was pre-tested prior to use per standard procedure. The patient appeared to "get a little light during anaesthesia." It was noted that the cuff deflated when the patient coughed. Medical intervention was required; the patient was extubated intra-operatively and reintubated during the surgery. The tracheostomy tube was inspected and it was observed that there was no visible damage to the tube, but the cuff broke "at the seam as joined onto the tube" when tested under water. No permanent injury was reported.